Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Contact changed the infusion set and cartridge. Insulin delivery was resumed. Blood glucose (bg) was 450 mg/dl.